Manufacturer narrative:
Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
It was reported that a longer length implantable collamer lens was implanted into the patients eye and the lens needs to be removed. If additional information is received a supplemental medwatch report will be submitted.